Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having several problems with insulin pump. Customer reported that insulin pump was suspending insulin and bolus delivery was not registering. Buttons had to be pressed hard and numbers were scrolling, it was also reported that the act button was not responding. Customer had high blood glucose of 600 mg/dl, which was treated with manual injection. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch. Unable to verify excessive no delivery alarm, bolus anomaly, bolus history anomaly or perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Inspected the lcd connector and no unlocked connector noted. No unexpected numbers ramping or scrolling on their own noted. The insulin pump passed stop current test. The insulin pump had cracked case at the display window corners and minor scratched display window.